Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and an isolated shock for the patient's sinus tachycardia (st). After the shock, the rhythm was converted. Another st episode occurred, and this crt-d delivered inappropriate anti-tachycardia pacing (atp) and two shocks. The rhythm was converted again. Technical services (ts) determined there was no right atrial (ra) lead and the device was set to use an atrial lead for detection enhancement. Ts recommended programming options. This crt-d remains in service. No additional adverse patient effects were reported.